Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had placed a rp flex to support the patient who was supported already by an intra-aortic balloon pump. The patient had multiple cardiac and systemic comorbidities. The pump was placed but positioning was not optimal. The positioning was deep and pulmonary blood flow and hemoglobin levels were rising, from 30 to 150. These lab values did not prompt explant for hemolysis concerns. The patient also suffered from supraventricular tachycardia that was cardioverted and bleeding from the endotracheal tube prompted red blood cells to be delivered, and finally there was limb ischemia. This occurred within 67 hours. The family made decision to withdraw care and patient expired.

Manufacturer narrative:
Section d1 brand name corrected. Section d4 catalog number was corrected.

Manufacturer narrative:
Correction e4, h6. The investigation of the reported failure mode has been completed. The product was not returned for investigation. Clinical symptoms (arrhythmia, ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details. Clinical symptoms (hemorrhage/bleeding): the cause of the injury was not determined due to insufficient clinical details. Mechanical interaction with blood (hemolysis): . Data log shows fluctuating trends in placement signal, motor current, and pump flow throughout the case while running on the same p-level. There was no suction, positioning, or motor current spike issue reported during the case run. The data log was inconclusive to derive the cause of the hemolysis issue. According to the clinical details, there were some positioning issues and given blood volume during hemolysis, but no known troubleshooting for hemolysis was confirmed. The cause of the hemolysis issue was not determined, as the product was not returned for investigation and sufficient clinical information was not provided. Device in wrong position: the cause of the positioning issue was not determined, as the product was not returned for investigation and sufficient clinical information was not provided. Device history review: the device passed all the post sterile inspection checks.